Event description:
During CT biopsy of this pt, the introducer needle -coaxial chiba fine needle aspiration 22g 10 and 15; brand name temno-was used to penetrate the lung and mass. However, the bx set includes smaller, finer needles that go through the bigger introducer. The smaller needles would not fit through the bigger one as supposed too; so the introducer needed to be taken out of the pt's lung, and another pack was open and the introducer was again passed into the pt's lung. This set of needles also would not work, so the introducer was taken out of the pt's lung. Finally, another biopsy box was open -different lot -and the procedure was finished. However, because 3 needles were passed into the pt's lung, she developed a pneumothorax and was admitted for overnight observation - no chest tube required. Dates of use: 2009. Diagnosis or reason for use: lung biopsy. Event abated after use stopped: yes.